Event description:
It was reported that during a rectum procedure, the anvil pin dislodged after anastomose. A stoma was made to remove the anvil and exposed the anastomose in order to eliminate any potential risk or presence of the devices part in the pts body. There was no pt consequence.